Event description:
Procedure: laparoscopic hernia repair. According to the reporter, the balloon failed to inflate. The defected product was contaminated and unable to be completely sanitized. Blood loss was less than 500cc and surgical time extended was less than 30 minutes.

Manufacturer narrative:
(B)(4).